Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2020 the patient was hospitalized for pain and inflammation at the peg insertion site. During duopa therapy titration, the patient was diagnosed with an infection at the peg insertion site. The patient was treated with unspecified antibiotic from (B)(6) 2020 to (B)(6) 2020. The patient reported having nausea with thin and frequent bowel movements, secondary to antibiotic therapy. The pain has now almost completely resolved and the insertion site is healed.